Event description:
This report is being filed as a result of changes to our MDR eval process that were prompted by an FDA inspection. Donor donated a triple platelet product and a plasma on (B)(6) 2010. He had no problems during the collection procedure. Donor had donated 7 triple platelet products previously with no difficulty. Post collection, he went to the rest room. The staff heard a thud and found the donor unconscious. When he regained consciousness, he was confused and disoriented to time and place for at least 15 mins. He also vomited. (B)(6) stated that she thought he did not have a lot of fluid intake or eat a good meal before donating. She stated that during the reaction she thought he had some left sided weakness as well. Paramedics were called and the donor was transported to a local hospital. He was hospitalized for two days. Customer did report that the donor's blood pressure did not seem to drop. His pre-procedure bp was 104/60 pulse was 76. During the event his bp was 140/100.

Manufacturer narrative:
(B)(4). The customer reported that the actual measured volume of the collection was 841ml. This is only 1ml greater than the target. About 126ml of that volume was anticoagulant. The 715ml is less than 13% of the donor's calculated total blood volume (5513ml). The customer did not want to place a service call to "checkout" the equipment. She said that they used the trima machine several times since this incident w/o problems. The analysis of the run data file revealed that the trima accel system operated as intended. After the donor was released from the hospital, the customer confirmed that he was "feeling fine." The customer plans to continue collecting triple platelet products from this donor, but w/o concurrent plasma, even though they know they never exceeded 15% of the donor's total blood volume. This disposable set was unavailable for specific root cause analysis. The donor experienced a syncope episode and vomiting. These types of reactions are listed in the trima accel automated blood collection operator's manual as previously observed reactions that the customer should be prepared to handle. (Trima, 2009) for all trima disposable lots manufactured in the same month as this disposable and in the 11 months prior to the mfg of this disposable (12 months total), the rate of all pt reactions reported was (B)(4). None of the other reported pt reactions were from this disposable lot number.